Event description:
It was reported that the patient presented in the hospital for lead revision. The patient's right ventricular (rv) lead had no capture. The rv lead was explanted and replaced with a bipolar configured lead. The patient was in stable condition.